Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the flap edge could not be separated, resulted in corneal epithelial damage in the left eye of a patient, during refractive surgery. The surgery was completed on same day. There are multiple related reports for this facility. This report addresses patient ls, left eye and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information provided in e.1., d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. After the reported case the device was investigated by the local field service engineer, together with the help of global technical service. During the investigation no technical issue was identified that could have led to the reported event. The device was working within specifications. No complaint-related product is expected to return for investigation. The root cause cannot be identified conclusively, based on provided information. No device related issues were identified during investigation. The manufacturer internal reference number is: (B)(4).